Event description:
Pt was undergoing ercp and it was noted that a sponge was in the biopsy channel from a previous procedure. It is believed that the sponge material machines that of the biopsy cap. Scope was removed and new scope was utilized. Pt required no further treatment.